Event description:
It was reported that the patient presented for in-clinic follow up to have tachycardia therapy deactivated on the implantable cardioverter defibrillator for hospice care. However, upon device interrogation it was observed that the device was in backup operation with high voltage therapies disabled. No session records or device images were obtainable. No interventions were made. The patient was discharged.